Event description:
The customer reported that the t:slim x2 pump battery would not charge, and the pump screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to connect the wall adapter to a known working outlet for at least 30 minutes to initiate charging, with plans for a follow-up. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are tandem wall adapter and tandem charging cable. Pump began charging. No further assistance required.